Event description:
The patient was admitted for an elective coronary angiorgram. The target lesion was the proximal left anterior descending artery. The target lesion was an isr of the competitor's stent, eccentric and diffused. Aha/acc classification of the vessel was a type c. The lesion length was 35.3mm and the diameter was 3.5mm pre-dilation was conducted with a balloon at 16atm for 30 seconds. A cypher stent (3.5/23mm) was implanted at 14atm for 30 seconds. Post dilation was not conducted. Ivus was not conducted. Timi flow before and after the procedue was 3. The residual % of stenosis after the procedure was 25%. Act was not measured. Three weeks following the index procedure, the patient complained of chest pain and returned to the hospital. Coronary angiogram was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and poba was conducted. The patient was discharged from the hospital. Physician's comments: the probably cause of the thrombotic event was because the patient forgot to take anit-platelet medication. Please noted that this device (cjs23350/loti0804022) is distributed outside the united states; however, it is similar to the united stated product cxs23350.